Event description:
It was reported that sometime post port placement to the left side of the neck, the patient allegedly experienced stiffness and soreness to the left side of the neck with no redness, swelling or pain around the area. It was further reported that during ultrasound examination, the patient was diagnosed with blood clot on the left side of neck and port was found to be the source of the blood clot. Reportedly, the patient was treated with anticoagulant medication for blood thinning. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 08/2024).